Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025 at 2:30pm, the patient was driving when she felt like she was "tanking". She believed her insulin pump continued to deliver insulin during that time. She pulled over but could not recall what the cgm was displaying. Symptoms continued until 5:00pm. Upon arriving home around 5:00 pm¿5:30 pm, the patient was still feeling unstable. She performed a fingerstick glucose test which read 45 mg/dl while the cgm was reading of 160 mg/dl. Due to symptoms including profuse sweating and major heart complications, they contacted paramedics. During this period, she also felt she might be experiencing a heart attack. There was no treatment provided or medications prior to paramedics arriving. Around 06:00 pm, paramedics arrived and provided the patient orange juice and candies to boost her glucose levels. The paramedics took about four bg finger stick readings (values not provided) to confirm that the patient's condition was improving. The patient did not go to a healthcare facility following the incident but the patient stabilized. At the time of the report, the patient was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.